Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp assessed as an unidentified (tear) opening. Additional observations: crease fold observed in the surface. White particles observed in the device. Wear abrasion observed in the surface of the device.